Event description:
A nursing assistant was transferring a resident from the bed to chair which was placed right beside the bed. Na did not have the legs of the lift opened all the way during the transfer. As the lift was being backed to the chair, the lift tipped over onto its side. Resident's bottocks hit the end of the chair and she slid to the floor. Several hours later, resident's right knee was swollen and painful.